Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient. A) the initial result of 0.86ng/ml was reported out of the lab and it was questioned by the physician. B) upon repeat testing lower results were obtained (3x 0.00ng/ml). No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was collected in a gel separator tube with lithium heparin and centrifuged at 5,000 rpm for 5 minutes. The specimen was then "poured" into a 1ml insert cup and centrifuged again at 5,000 rpm for 5 minutes.qc was within the customer's established ranges prior to the event. A system check performed on (B)(6)2009 was within specifications.te customer did not question any other results or assays.a field service engineer (fse) was dispatched: a) the fse performed hardware verification testing. No hardware issues were noted. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.